Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) experienced various types of pain and sensations, including feelings of heat, electrical impulses, and pressure in the area of this ICD. In addition, the patient described the feeling as an electricity being sent into the body, which they perceived as an attack and found highly uncomfortable. Multiple device scans and interrogations were conducted which found no objective evidence of any issue or abnormal activity and electromagnetic interference was researched as a potential factor. At this time, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. Due to limited information provided, the UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) experienced various types of pain and sensations, including feelings of heat, electrical impulses, and pressure in the area of this ICD. In addition, the patient described the feeling as an electricity being sent into the body, which they perceived as an attack and found highly uncomfortable. Multiple device scans and interrogations were conducted which found no objective evidence of any issue or abnormal activity and electromagnetic interference was researched as a potential factor. At this time, this ICD remains in service. No adverse patient effects were reported.